Event description:
It was reported that a patient failed to follow therapy steps in the priming process of peritoneal dialysis therapy. The home patient was connected at the time of the event. During troubleshooting, it was discovered the patient had connected during priming. The technical service representative assisted the home patient in ending therapy and explained proper procedure. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error, where the patient connected to the patient line during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.